Event description:
It was reported that the patient had a surgical revision. It was noted that the battery in the patient¿s back was moved to his abdomen.

Manufacturer narrative:
Concomitant products: product ID 3487a, lot # j0209789v, implanted: (B)(6) 2002, product type lead; product ID 3587a, lot # la5798, implanted: (B)(6) 2003, product type lead; product ID 748951, serial # (B)(4), implanted: (B)(6) 2003, product type extension; product ID 7435, serial # (B)(4), implanted: (B)(6) 2002, product type programmer, patient; product ID 3550-09, lot # la1624, implanted: (B)(6) 2002, product type accessory. (B)(4).